Event description:
The reporter stated that the surgeon inserted an aa4203tl toric silicone lens. The lens optic tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. Surgery was completed using another lens.